Event description:
Healthcare professional reported 1.5 months after injection with juvederm voluma with lidocaine in the bilateral malar region" pt developed redness, swelling, and discomfort at the injection sites. The product was easily felt at the sites during palpation and the healthcare professional noted it was "fibroelastic". Pt was diagnosed with formation of biofilms. "Dispropan", prednisone, and ciprofloxcain were prescribed with "no immediate improvement"; pt was subsequently treated with hyaluronidase.

Manufacturer narrative:
Medwatch sent to FDA on 03/06/2014. Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The events of edema, erythema,nodules, and pain ar physiological complications and analysis of the device general does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. The distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvederm voluma with lidocaine injection.